Manufacturer narrative:
(B)(6). No product problem related to the customer allegation was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false-positive results generated while testing with the cobas 6800/880. The initial swab taken on (B)(6) 2021 was tested on the cobas sn (B)(4) and was found to be negative for sars-cov-2. Subsequently a second swab was taken the following day (B)(6) 2021, and tested on the cobas sn (B)(4) (different instrument) was found to be positive. An aliquot of this was retested a few days later on another cobas 6800/8800 and was found to be negative. A third sample was taken on (B)(6) 2021 and was tested on the cepheid and biofire - both were negative. Moreover, the sample from the (B)(6) - initially positive on the cobas was sent out for sequencing and came back negative. All three samples, (B)(6) were separate samples/ collections. The positive result was reported to the patient. According to the customer, the patient was held on the amber receiving unit pending the results of the investigation, then released once the retests were confirmed to be negative. The customer indicated that the sample was a nose and throat swab collected in primestore mtm which is a guanidine based lysis buffer. The tubes contain 4.3ml of collection media. The method sheet states: specimen collection must be performed using the recommended swab types. Inadequate or inappropriate sample collection, storage, and transport may yield incorrect or invalid test results. An investigation was conducted to evaluate the customer¿s allegation.